Manufacturer narrative:
Device was thrown away after incident.

Event description:
"On (B)(6), the son of a patient (who lives in (B)(6)) calls us to report that the oxygen concentrator has been set on fire at night suddenly. The medical device was in a separate room (it's the only room that has been burned). The son confirms that there was no source of heat near the oxygen concentrator. The equipment has been totally burned." We received subsequent information at a later date that "the patient inhaled smoke and was hospitalized for observation during less than 24h". We requested the device be returned to nidek medical products, inc. And on (B)(6) we were informed that the patient's son had disposed of the device and it was not available for evaluation.